Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On 3/29/2021, mentor received a photo of the device. A manufacturing record evaluation was performed for the finished device 7559857 number, and no non-conformances were identified. On 4/12/2021, upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: early onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with a mentor memorygel xtra breast implant 295cc and suffered from an early onset seroma on the left side. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient¿s initials were kmh, the date of birth was (B)(6) 1977, the replacement device is mentor memorygel xtra breast implant 295cc. The procedure was an augmentation revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor conducted a visual inspection of the returned device. During the visual evaluation of the siltex mod+prof xtra 295cc, a tear was observed in the anterior view measuring approximately 1.8 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that section d3 manufacturer zip code was reported incorrectly. The actual zip code is (B)(6). Manufacturer¿s reference number: (B)(4).the actual zip code is (B)(6).